Event description:
The reported stated that the glucose flagged results on the device report have some lo results with comments as acceptable, when the reason for failure is critical value repeat test.